Event description:
The customer reported that the device displayed an inappropriate "connect cable" warning message when tested in the AED mode using a new quik-combo therapy cable. The customer found that the problem was caused by the therapy cable.

Manufacturer narrative:
The therapy cable will be evaluated by physio-control upon receipt to physio-control. Physio-control will submit a supplemental report.